Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, test failures related to the active exhalation control module were observed. The device's active exhalation control module will be replaced to address the issues.